Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The ok and up arrow keypad buttons were intermittently unresponsive during testing; the contrast and down arrow responded appropriately. During investigation, evidence of contamination was found under all keypad contacts, and the ok key contact was inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all the buttons on her keypad have started to stick. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.